Manufacturer narrative:
Callahan, c. M., drake, b. G., heck, d. A., & dittus, r. S. (1995). Patient outcomes following unicompartmental or bicompartmental knee arthroplasty. The journal of arthroplasty, 10(2), 141-150. Doi:10.1016/s0883-5403(05)80120-2. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "patient outcomes following unicompartmental or bicompartmental knee arthroplasty. A meta-analysis." The purpose of this study was to summarize the literature describing patient outcomes following unicompartmental and bicompartmental knee arthroplasty. This complaint addresses patient revisions due to septic failure, due to unknown reasons, on unknown dates. There has been no further information provided and the patient outcome is unknown.